Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This device is part of the hydrogen induced premature depletion advisory population. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device is part of the hydrogen induced premature depletion advisory population. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report is being filed to correct the implant date that was inadvertently incorrect on the last report.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported.